Event description:
Reporter indicated that a vns patient's settings were found to be different than what was programmed during a routine office visit. The physician stated that initial and final interrogations are always performed and it was believed that the change occurred when the patient went through airport security. A new programming computer has been sent to the physician; however, good faith attempts to obtain the physician's old laptop computer to get programming and device diagnostic history have been unsuccessful.